Event description:
It was reported that the old implantable neurostimulator (ins) and lead explant and a new ins and lead were implanted. There was a broken ins and lead. The outcome was resolved without sequelae on (B)(6) 2014. Impedances were out of range suggesting a broken lead and ins due to frequent falls. The patient had frequent falls due to right leg and hip pain. Later it was reported that the patient had many falls and after the most recent interrogation impedances were found out of range suggesting a broken system. There was no patient death related to the system. The patient recovered without sequela.

Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly found. Final analysis of the lead revealed the lead body conductor was broken at or near the tines.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study removed previously reported information that indicated the implantable neurostimulator (ins) was broken.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v510026, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.